Event description:
It was reported that there were multiple non sustained oversensing (nso) episodes. Myopotential oversensing was suspected from the review of non sustained right ventricular oversensing. No programming changes were made. The patient had no symptoms and was stable.

Manufacturer narrative:
Manufacturer report 2017865-2018-01738, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).